Event description:
When nurse tried to remove syringe after inflating balloon, it wouldn't come out. When she pushed sterile water into balloon, syringe leaked. Balloon was fine; inflates, deflates. Used different syringe to remove water from balloon; it was stuck & rptr couldn't get it out. Valve pulled loose from foley. Foley actually inserted into bladder. Discarded drainage bag, not involved.